Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead measuring 7.0 cm was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead portion found outer insulation degradation on the outer tubing exposing the outer coil adjacent to the connector boot at 4.5 cm to 4.6 cm from the connector pin. Other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.